Event description:
Reservoir discrepancies were noted at refills; the volumes were not provided. The pt experienced no therapeutic effect. The pump serial number was included in the list of pumps that may be missing propellant. The pump was replaced. During the replacement, the catheter was noted to be occluded. It was thought that it was possibly due to the pt flipping the pump multiple times. The affected portion of the catheter was trimmed. There was no pt injury. The pt recovered without sequela. The pump was used to deliver dilaudid (60 mg/dl) at a rate of 0.368 mg/day and clonidine (600 mcg/ml) at a rate of 3.68 mcg/day.

Manufacturer narrative:
This report was submitted late by the manufacturer rep, retraining has been conducted. The pump and the trimmed segment of the catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The serial number of the device is included in the synchromed ii missing propellant recall and physician communication.